Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt received a pump exchange due to hemolysis, thrombus, elevated ldh, and blood in urine. The pump power was higher than normal and pi low was lower than normal. The pt was reported to be doing well after the exchange.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. The attached user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.